Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received excessive failed battery test alarms. Customer's blood glucose was not reported. During phone call, customer mentioned that batteries used were not new. Customer was advised against using used batteries. Customer will get new batteries and call back should issue persist.